Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy. Review of session records noted that the device undersensed an atrial event due to a premature ventricular contraction and the patient received inappropriate therapy. Programming changes were made. No patient symptoms were reported.